Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 215 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. The customer indicated that manual insulin therapy was available, if needed.